Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer mentioned that insulin squirt out during manual prime. Drive support cap was normal. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.